Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction message when a new mainboard was installed. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction message when a new mainboard was installed. It was confirmed that there was no audio sent from the monitor's speaker. Since this occurred during a servicing event, it was obvious to the servicing tech through normal servicing. This issue was resolved before the device was released for use. However, the available info does not support that this failure mode could only happen as a direct on arrival. Risk analysis- in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. Root cause - the bedside monitor's main board was removed and replaced. The pt monitor was returned back to customer use. There have been no further reports of speaker malfunction since replacement of the pt's monitor's main board associated with this event. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and trending on this issue supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.